Event description:
During surgery, ring came out of plate. A substitute product was used successfully. Patient outcome: no adverse effect on patient reported.

Manufacturer narrative:
DHR was reviewed and no discrepancies were found.